Event description:
Medwatch mw5113986 received which states: during the procedure, it was decided to pull back the xience skypoint 3.5 mm x 38 mm coronary stent to relocate. No angioplasty had been conducted. During the process of retracting the stent, the stent apparently released from the balloon, possibly due to a defective stent or the stent got caught in calcium or prior stent; etiology unk. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The subsequent foreign body in patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A partial UDI is being reported because the lot number was not provided.